Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d6, g2, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of deflation, received on (B)(6) 2021 with lot number 2335029. Visual analysis of the returned device identified: fold creases, wear abrasion, and a linear opening on radius. Leak test and microscopic analysis was performed which identified: a crease smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.